Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpioflex 10mm size 9 insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that x3 scorpio insert was explanted during a surgery for a quadriceps tear repair. This was patient's right knee.

Manufacturer narrative:
An event regarding revision involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. Additional medical records and operative reports would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that x3 scorpio insert was explanted during a surgery for a quadriceps tear repair. This was patient's right knee.